Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the returned device identified: opening, creases flat, opening, and white particle inside device and white particle in the fill channel. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening striated in the anterior and posterior. Based on the device analysis the final assessment is: a striated edge opening on anterior and posterior, side assessed as surgical damage.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.